Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system and insulin was squirted out during manual prime. Customer's blood glucose was 180 mg/dl. Customer was disconnected during prime. The device was not dropped or bumped nor exposed to water. The drive support cap was reported normal. Customer was advised the device need to be replaced and customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The insulin pump alarmed during basic occlusion test due to loose/flush drive support disk noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.